Event description:
It was reported that during an inspection of the device, the device would not deliver defibrillation energy correctly. This was found during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.